Manufacturer narrative:
Device analysis shows a device failure. This report is submitted on march 01, 2022.

Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to headache and pain at the implant site. The patient was reimplanted with another cochlear device during the same surgery.